Manufacturer narrative:
The hill-rom technician thoroughly inspected the multirall lift and he could not reproduce the failure mode. The lift functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The multirall can be mounted to the rail system in two different ways, depending on the intended use. When mounted with the lift strap under the lift, the unit works as a normal overhead lift. When mounted with the lift strap above the lift unit, multirall becomes a flexible room-to-room lift that can be used for transfers of patients between different rail systems in different rooms without requiring openings over doorways. In this case, the lift strap was mounted above the lift unit. According to 7en125103 rev. 6 instruction guide, hill-rom states that the user shall always check carefully at each stage that the q-link is correctly applied to the carriage hook/extension belt. Retraining all employees on proper use of the lift was recommended. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the ansm stating while handling the multirall overhead lift, the lift motor fell from a height of 15 to 20 cm onto the patient. The patient was examined and there was no evidence of patient injury. This report was filed in our complaint handling system as complaint #(B)(4).